Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was having problems with the date and the time, was skipping the day. The customer's blood glucose level was 101 mg/dl at the time of the incident. Customer stated the gain is greater than 1 minute per week. The customer stated the gain is greater than 4 minutes per month. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. The time and date were synced and monitored for 48 hours with no discrepancies or anomalies. Time or clock anomaly not confirmed. (B)(4).